Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when her blood glucose was 195 mg/dl and her sensor glucose was 102 mg/dl, her insulin pump inappropriately suspended. The customer mentioned having sensor glucose and blood glucose discrepancies with multiple sensors. Troubleshooting was initiated and the customer mentioned having bent or kinked cannulas in the past. The sensor will be returned for analysis.